Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.6 cm in diameter fusiform aneurysm was reported with an infra-renal angle of 0 degrees. Proximal aorta was 25mm in diameter and mm in length. Distal aorta was 22 mm in diameter. Right and left iliac arteries were 11 mm in diameter. The right and left femoral arteries were 8 mm in diameter. There was no circumferential aortic mural thrombus/calcification at the proximal neck. It was reported that the devices were successfully implanted. One day post implant, the patient presented with a percutaneous hematoma which required intervention. The physician elected to treat the patient by suturing the femoral artery. The event resolved the following day. The investigator assessed that this event was not related to the study device; however, it was related to the study procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (hematoma).